Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were recharging problems as the recharging process stops autonomously. There was no connection between the ins and patient controller but further stated that sometimes the connection was working. The patient had no MRI and was in normal environment. The patient controller and recharger were replaced. The issue was not resolved. No surgical intervention occurred. The patient was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. A device data report was provided. It was reported that several combinations of patient controllers and recharger antennas were tested to exclude an issue with the external device, and the problem seemed to be caused by the ins. The patient controller usually could not connect to the ins; sometimes it worked, but usually not. When a connection was established the recharging process often suddenly stopped. Troubleshooting was performed by one of the manufacturer's technical consultants so it was assumed that handling issues could be excluded. The ins was not implanted too deep. From the data report it could be seem that there was one major clock change on 16-nov-2021. On this date, the internal clock of the ins was changed to 01-jan-2011. When the ins is interrogated, it will take the time and date from the last device it is interrogated with. The internal clock change made it hard to correctly interpret the data relative to the accurate date and time. From the data file it was also noticed that there were a lot of power on reset (por) occurrences. The pors were all related to the battery being left discharged. From the data it could be seen that the battery was left discharged multiple times.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. An appointment was made to meet with the patient, but the patient did not show up. In a text message to the rep¿s colleague, the patient stated that ¿he is done with scs now and does not have the time and energy to deal with this¿. From what the rep understood the patient is suffering from other chronic diseases as well. The rep spoke with talked the patient¿s doctor. When they contact the doctor´s office, the rep will be notified.

Manufacturer narrative:
G2. Foreign: germany. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins was not recharging. Recharging worked very well over a long period of time until the patient fell in (B)(6) 2022 and injured his shoulder. After this, the problems suddenly appeared. Now the recharger occasionally has massive issues connecting to the ins ("device not found"), even with many re-positioning of the antenna. Patent was then unable to establish a recharging session, leading to the ins being completely discharged more than once. Physician recharge mode works fine, showing a quality of >95. On other tries, the recharging process works fine and as intended. It was noted that the patient recharged every two days with the ins having only 10% - 20% charge left, sometimes therapy was automatically turned off. Therapy was still excellent. Troubleshooting has been performed. The recharger and patient controller have both been replaced twice. The ins was close to the skin as the patient has lost weight since implant. The ins can be seen and felt, orientation was still correct. Interrogation with the ins could be performed with the clinician tablet without problems and at the usual connection speed. The issue was not resolved yet. The patient was advised to test daily, sooner than usual, and recharge when the ins has 30-40% charge left to avoid deep discharge and loss of therapy. It was noted that despite the recharging interval claimed by the patient, the ins only logged recharging sessions sometimes a whole week apart. At some point the patient just gave up on trying to recharge. The mdt data report showed the battery was only being charged approximately once a week, sometimes a bit sooner (+/- 4 days), sometimes a bit later (+/- 10 days). The data also indicated that at the moment of battery recharge, most of the time the battery already lost all its charge, indicating the patient was often without any therapy. According to the data, the battery was often only charged to half-full, resulting in loss of therapy sometimes even the next day after the recharge session. The recharge sessions not reaching 100% were ended due to the recharge antenna losing contact with the battery. Impedance measurements were within normal range. If there are no other options, surgical replacement of the ins was considered by the doctor. This was still an ongoing event and will take some time. It was planned to see the patient again to try out some more troubleshooting to avoid replacing the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.